Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 45 mg/dl. The customer treated with correction bolus from the bolus wizard. The customer stated that she drank juice and had a biscuit before she got to work. The customer's blood glucose went up to 55 mg/dl. The customer stated that the pump alarmed power system error. The product was returned for analysis.